Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device exhibited greater than 3000 ohms atrial impedance and no atrial pacing due to an open connection where the a-tip feedthrough attaches to the output circuit. (B) (4) - failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.